Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn factory service confirmed that the system stops after power-up with a bios error message "boot device: disk a" and hangs. Resetting the boot settings did not resolve the problem. Factory service replaced the disk with a new disk loaded with the correct software. The system passed all functional testing with the new hard drive. The root cause of the problem was the failed hard drive. Welch allyn does not possess troubleshooting capability beyond identifying this subcomponent as the source of the failure.

Event description:
The customer stated that their acuity pt monitoring system went dark and then will not boot up. This resulted in a loss of centralized pt monitoring. Note 1 for block a: the customer did not provide any pt info.